Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a consultation with abbott technical services, a search for similar complaints, and a review of labeling. A complaint review did not identify an adverse trend or product issue related to the customer's issue of falsely elevated platelets results while using the cell-dyn sapphire analyzer. Abbott technical services indicated the results may likely be due to an unknown sample issue. A conclusion cannot be determined with the limited data provided. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the cell-dyn sapphire analyzer was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): high test results.

Event description:
The customer stated they observed falsely elevated results for platelets while using the cell-dyn sapphire analyzer. The customer indicated that the specimen, from a (B)(6) male, was initially and repeat tested on the cell-dyn sapphire analyzer. The patient specimen was also tested on the cell-dyn 3200cs analyzer. The results (each tested on (B)(6) 2011) were as follows (specimen ID (B)(6)): cell-dyn sapphire analyzer; initial test result = 903 k/ul, cell-dyn sapphire analyzer, repeat test result = 90.1 k/ul, cell-dyn 3200cs analyzer = 97.2 k/ul. Results were reported outside the laboratory. No adverse impact to patient management has been reported.